Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture, noise and an insulation anomaly. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).